Event description:
The pt reported that his blood glucose reading was 200 mg/dl in the morning before lunch, and 400, 407, and 410 mg/dl after lunch. He reported that he administered 14 units of insulin at lunch then another 20 units and 5 units every hour since. He thinks his blood glucose reading should have been lower and thinks his insulin may not have been effective as he left insulin in his car exposed to warm temperatures. About an hour later during a f/u contact, the pt said, he felt thirsty but denied other symptoms. When following up again, the pt realized that he programmed the insulin sensitivity factor and insulin on board settings in his pump incorrectly. The day he had the elevated readings, he changed the vial of insulin that he used to fill the cartridge and his blood glucose levels lowered to his target range of 100 +/- 10 mg/dl.

Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned, an eval will be conducted and a supplemental report will be filed. There was no evidence of a pump malfunction. The pt noted that the pump settings were programmed incorrectly and that the insulin he used was possibly stored outside the recommended temperature range.